Manufacturer narrative:
The customer¿s report of a tubing leak was not confirmed.visual inspection, functional and pressure testing showed no fault with the returned set.the root cause of a tubing leak was not identified.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the connection between an IV tubing and a non-carefusion/bd trifuse during a tpn infusion, dosage and rate not specified. The set was replaced and the infusion continued without incident. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection between an IV tubing and a non-bd tri-fuse was not confirmed. The primary and non-bd tri-fuse extension sets were evaluated while connected; no leaks, separations or occlusions occurred during examination or functional and pressure testing. The cause of the leak at the luer connection was not identified.